Manufacturer narrative:
The customer has been contacted for detailed information regarding this reported event. The device was evaluated by olympus. The evaluation found that the allegation of the b40 error message was confirmed. The issue was due to a failure of the printed circuit board component. During the evaluation of the device, it was noted that the software version installed was old and would need to be updated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii video system center was receiving a b40 "cv malfunction" error message. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be confirmed. Olympus will continue to monitor field performance for this device.